Manufacturer narrative:
The insulin pump was received with cracked at corner display window and battery tube threads. The insulin pump had unresponsive button then button error alarmed due to moisture damage on keypad trace. Analysis was unable to perform the operating currents to verify the failed battery test alarm due to button error. No numbers ramping on display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.